Manufacturer narrative:
It was reported that the cardiohelp display had a crack on the display before use but was still functional. Therefore, the customer used the cardiohelp for treatment. During treatment the cardiohelp display started to not respond. The flow could be adjusted with the rotary encoder. The cardiohelp device was replaced. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, which is a potential risk for the patient, a report is required.according to the service and sales unit the customer decided not to repair the device.based on the risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use.according to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-03-25 for the period of 2019-10-17 to 2025-03-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-10-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.according to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "cardiohelp display had a crack on the display" could be confirmed, but was not a product related malfunction.the customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.note: if new relevant information become available, the complaint will be reopened and further investigation steps will be initiated.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany during treatment. It was reported that the cardiohelp display had a crack on the display before use but was still functional. Therefore, the customer used the cardiohelp for treatment. During treatment the cardiohelp display started to not respond. The flow could be adjusted with the rotary encoder. The cardiohelp device was replaced. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. Complaint ID# (B)(4).